Event description:
Additional information was received from the rep who reported that a b artery replacement was planned in order to resolved the reported ins communication issues. They were unable to determine the cause. Rep confirmed that they have tried everything that tech support suggested and can't do anything else.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the 97716 serial # (B)(6) found there was an electrical leakage of a ceramic capacitor on the hybrid circuit of the implantable neurostimulator (ins) which caused there to be no telemetry. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, lot#/serial#: (B)(4), product type: programmer patient. Product ID: 97755, lot#/serial#: (B)(4), product type: recharger. Product ID: 97745, lot# /serial#: (B)(4), product type programmer. Patient product ID: 97755, lot#/serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the "no device found" message with and without the recharger connected. This morning the patient charged to 40%, disconnected to go to the gas station, and had not been able to connect since. They called a representative and reset the controller without resolving the issue. There was no damage to any device or contacts. During the call the patient stayed in passive recharge for 10 minutes without resolving the issue; they reset the controller and stayed in passive recharge close to 10 more minutes, unpaired their controller and went into passive recharge another 5 minutes or so. Moving the recharger away from body did impact the passive charge screen numbers as expected. The issue was not resolved. A replacement device was requested. Pt called back reporting continuing recharging issues: pt was trying to charge the ins got to 100% - he disconnected the recharger (rtm) cord and the remote showed "software issue" and it will not let pt do anything since. Pt stated the rtm had been disconnected, software problem 1-intellis 2-3.6 3-58 4-qf_new was seen. Patient services (pss) had pt remove the li battery pack and plug in to ac power - pt is getting "no device found" - pt put the li battery in and is seeing green light flashing but is not able to see the charge level of the controller and still has no device found. Pss was going to have pt plug the rtm in to charge the ins but pt reported he did try for 3 hours last night (B)(6) 2021 but was not able to charge the ins. A replacement controller was sent out. No symptoms were reported. Patient called back and reported continuing recharging issues. Pt states he got new controller and trying to set for implant and when push implant for set up and says to connect to rtm which patient does and pushes go and dots go round and round and finally clicks off. Pt states never finishes set up. Pss made outbound call and tried to connect with repair however pt hung up. Patient called back for assistance in pairing his controller to the ins - pt was unable to pair - per repair brent - pss is sending pt another rtm cord. Additional information was received from patient. It was reported that receive his replacement controller from repair team. Patient cannot get the new controller to pair to the ins. Patient stated his ins has been depleted for 4 days. Pss conferenced in repair team agent "brent" for assistance - brent walked patient through "factory reset" and tried to connect to the ins with the rtm but pt reported seeing "checking recharger" and it would not move from that screen. Brent suggested that we sent another rtm for patient to try. Pss is sending repair team a request and asked pt to call back tomorrow 01-apr-2021 for assistance when it arrives. Patient reported that the new rtm sent by repair team did not resolve the issue. Patient is using the new controller with the new rtm and he is not able to get past the "implant - clinician - trial" screen when trying to pair to the ins. Pss contacted repair and repair is going to send out a second controller for saturday delivery to a fed ex location for pick up - see call code notes for detail. The manufacturer representative (rep) reported that they were with the patient on (B)(6) 2021 to help them with charging because the patient hadn't charged the ins since (B)(6) 2021 and the 2nd replacement controller they received was still not connecting or pairing with the ins. The patient reported seeing the software problem message with the following data: ntellis, 3.6, 58, qf_new. The rep requested information regarding what that screen meant. While helping the patient, they were getting the passive recharge screen (97 and 99 numbers) despite charging for about 20 minutes. It was noted the patient had done the passive charging for 3 hours on (B)(6) 2021. Technical services (tss) walked the rep thru the disable device workflow two times, but they got the no device found message both times. The rep tried another recharger therapy module, without resolve and still getting the no device found message. Passive charging was continued for another 20 minutes, but still no resolve. Due the passive recharge screen, the patient was unable to use stimulation. The rep also tried connecting with the tablet and also got no device found with the tablet. The patient confirmed they didn't have any falls nor exposures or procedures that would explain this event. No symptoms reported. Additional information was received from the manufacturer representative (rep). The caller stated that the patient has been unable to communicate with the controller/recharger for "about 2 months". The patient met with another rep about this issue previously. The caller also indicated that the patient has received replacement external components. At the appointment today the caller unpaired the controller and then attempted to connect to the ins using the patient controller with the clinician option and to try to re-pair the controller to the ins. The caller indicated they were not able to get the controller to communicate with the ins. Tss reviewed how to start a passive charging session using the controller. The caller indicated that the numbers on the screen were between 90-99. The caller was going to continue charging with the patient. Additional information was received from the manufacturer representative (rep). Device won¿t connect to any of the rechargers/programmers used. They were unable to charge. Decoupled devices to battery, recoupled...attempted to recharge, also attempted to recharge in clinician mode 3 times. Tech services said this was everything we could try. An employee in vancouver wa also made several attempts to do the same. Battery doesn¿t connect to programmers, unable to recharge. Pt stated they were recharging twice a day since this device was implanted. Seems more than normal. Surgical intervention was planned.